Event description:
It was reported that the bd solomed¿ syringe barrel was found broken when removing it from the packaging. The following information was provided by the initial reporter, translated from portuguese: "I bought a 3ml 0.70x30mm bd solomed syringe. Came broken... I'm a nurse and I always shop and I've never seen this quality... Could you tell us which component was broken? (Ex. Needle, plunger, plunger rod, etc.) Body. If it was the plunger, did it break before using it, that is, was it already broken inside the closed package? Body was already broken when I opened the package and saw. Was the reported incident noticed before, during or after use? Before use. Was there any harm to the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no. What medication was being administered? There was no procedure, because it was viewed before aspiring any medicine."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-oct-2022. H6: investigation summary: sample and photos received by our quality team for investigation. Upon visual inspection, cracked barrel is observed, therefore incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process in the syringe guidance system, which causes accumulation on the rails and screwing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text: see h10.

Event description:
It was reported that the bd solomed¿ syringe barrel was found broken when removing it from the packaging. The following information was provided by the initial reporter, translated from portuguese: "I bought a 3ml 0.70x30mm bd solomed syringe. Came broken... I'm a nurse and I always shop and I've never seen this quality... ¿ could you tell us which component was broken? (Ex. Needle, plunger, plunger rod, etc.) Body ¿ if it was the plunger, did it break before using it, that is, was it already broken inside the closed package? Body was already broken when I opened the package and saw. ¿ was the reported incident noticed before, during or after use? Before use ¿ was there any harm to the patient/health worker? (Detail) no. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no. ¿ what medication was being administered? There was no procedure, because it was viewed before aspiring any medicine".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.